Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip type s exhibited the lower jaw fell off. The issue occurred during a therapeutic hysterectomy procedure. The procedure was completed using a back-up device. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
Updated: b5, d4, d8, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The probe was broken at 13.94 millimeters from the distal end. In addition, the following reportable malfunction was identified during the device evaluation: split tissue pad. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the front-actuated grip type s exhibited the tissue pad had split. There were no reports of patient involvement.